Manufacturer narrative:
Lot number: information was not provided during initial report. Additional information was requested, however, returned document did not include this information. Manufacture date can not be determined without a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Four weeks status post an olecranon osteotomy nail procedure, the nail broke out through a sagittal split dorsally. The sagittal split was not present at the time of surgery. The nail was used to repair a chevron olecranon osteotomy. Reportedly, the nail eroded through the bone during rehab due to poor bone quality. This is three of four reports for this event.